Manufacturer narrative:
Date of birth: (B)(6). A review of the manufacturing documentation for the db-1200 serial number (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was admitted due to moderate depression. The patient was treated with medication and discharged, with the event resolving. Physician assesses this event to be possibly related to device stimulation and not related to the procedure or device hardware.